Event description:
It was reported that during an implant attempt the lead had high threshold even after changing the fixation sites and vectors. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned and analyzed and no anomalies were found.